Manufacturer narrative:
Author: hui wen sim; rajiv ananthakrishna; siew pang chan journal name: journal of invasive cardiology year: 2018 vol 30. Article title: treatment of very small de novo coronary artery disease with 2.0 mm drug-coated balloons showed 1-year clinical outcome comparable with 2.0 mm drug-eluting stents lit ref: pmid: (B)(4) continued from- average age, gender majority, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
Patients were enrolled in the dcb vs des all-comer observational registry from tertiary-care centres from july 2014 to june 2016. Resolute onyx drug eluting stents (des) were among the des used. 200 patients (223 lesions) were implanted with 2.0 mm des's during the study period. 84 resolute onyx drug eluting stents were implanted. In this registry outcomes were analysed at 1 month, 6 months and 1-year post stent implantation. Patients were on dapt for 12 months. The clinical outcomes reported at 1 month, 6 months and 12 months are cardiac death, target-vessel myocardial infarction, target lesion revascularisation, death from any cause and stent thrombosis.